Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The patient's current blood glucose was 327 mg/dl. The customer reported the drive support cap appeared normal (slightly indented). The insulin pump will not be returned for analysis.